Manufacturer narrative:
(B)(4). Batch #: r5776x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the sales rep reported the additional information. The bleeding occurred before the device was used to anastomosis. And the blood transfusion was started before the anastomosis, too. The point where the bleeding occurred was unknown. The patient is recovering. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience? Not so experienced. The sales rep explained the mechanism of the washer and was understood. What is the current patient status? The patient was recovering.

Event description:
It was reported that during a laparoscopic low anterior resection with a small incision, there was no sound of breaking the washer at the firing. It was found that staples were unformed though the target tissue was cut after the device was removed. The device was used on the rectum. An electric knife was used to stop the bleeding. The amount of the bleeding is unknown. No blood transfusion was required. The target tissue was not too thick and compressed for 10 seconds before the firing. The small incision was expanded and the procedure was converted to an open procedure. The anastomosis site was cut additionally and another like device was used to complete the case. He is still hospitalized and getting well.

Manufacturer narrative:
(B)(4). Batch # r5776x. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition on the washer and knife is consistent with the device been fired over existing staples. The indention of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The patient is a male and (B)(6) years old. He is still hospitalized and getting well. His weight was (B)(6). When the sales rep checked the device after the operation, it was found that the washer was uncut and there was a trace of indent.